Event description:
The customer reported that while the unit was in use on a patient, the unit shut off. The perfusionist noted that an alarm code was generated. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the system had generated an abrupt shutdown error code, electrical test failure code 58 (power up vent test failed), and a maintenance code 2 (drive transducer offset failure). He replaced the drive assembly, calibrated the pressure transducers, and completed a preventive maintenance. The unit was tested to factory specification. If functioned normally and was returned to the customer.